Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported a malfunction where the device automatically inflated but was not disputed. The patient was given a replacement device without any harm. The fault phenomenon is that the screen prompts automatic inflation completed, and then the balloon waveform shows a straight line. The balloon itself has no pulsating motion. There was no patient harm or injury reported.